Event description:
According to the reporter, a stopcock was found to have been leaking during a surgical case. It was provided that a pt while undergoing an unknown surgical procedure was found to be waking up and reportedly "reared up" from the table. It was reported that the stopcock was found to be leaking. The stopcock was out of visibility and covered by a drape at the time. The leaking stopcock was removed from service and IV therapy including anesthesia continued. According to the reporter, the pt experienced no adverse outcome associated with this event.